Event description:
Surgeon reports crease was observed in lens on first post-operative day. The pt complained of streaks of light so the lens was explanted a week later. Pt outcome is good, the surgeon reports the crease was related to the folding of the lens & he has begun to use a different lens holder with better results (less crimping).